Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels (bg) dropped to below 20 mg/dl, while wearing the pod between 36 and 48 hours. The pod was worn on the arm. An ambulance arrived and treated the patient by giving them a intravenous dextrose, juice and a turkey sandwich. The patient was also given zofran for their nausea. It was reported that when the patient got out of the car, they lost consciousness. After they treated the patient, they took the patient to the emergency room. The patient was given zofran to take home and used as needed when they were discharged. It was reported that the last correction bolus was for 13.25 units at breakfast. The pod was discarded.